Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. Multiple non-bsc guide wires attempted to cross the lesion but failed. After a 5th non-bsc guide wire was able to cross the lesion, dilatation of the lesion area was performed with 3mm x 220mm coyote balloon catheter. However, it was unable to obtain sufficient dilatation, thus, dilatation was performed again with a 4.0mm x 220mm x 150cm coyote balloon catheter, but the balloon ruptured. Dilatation was then successfully performed using 5mm sterling balloon catheter. There were no patient complications reported.